Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. No information provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection was performed, and the following observations were noted: tamper seals were not intact. Top case is cracked by front corners, tube holder and left side of handle. Bottom case is cracked by l-bracket screws. Plunger head is cracked by all screws. Functional and delivery testing was conducted. The reported event of syringe plunger not in place was found intermittently during syringe test. Syringe plunger not in place was identified in event history log review. The reported issue was confirmed. The root cause of the reported issue was determined to be broken right plunger case and incorrect assembly by customer. The following actions were taken: replaced right plunger case, reassembled plunger assembly also replaced plunger board as a preventive measure. Additional repairs included: replaced cracked left and right plunger case, added missing case seal, torn force sensor, cracked top case and bottom case, lcd missing pixels, ir window lens, upgraded power receptacle, worn worm coupling and gear, motor and motor mount, worn leadscrew, right and left clutch and clutch spring, worn square shaft, added cable guard, plunger board. Cleaned, greased and recalibrated. Device passed all functional, device and syringe testing after repairs.

Event description:
It was reported that the device presented a syringe plunger not in place error. No patient injury was reported.